Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (Npi) 8100 error check, IV set 8100 sn: (B)(4). The customer wanted to know what cause this kind of error. I explain to the customer that he needed to check the shears on the door handle. I explain to the customer that if the shears are broken or bent then this is why you are getting this error. I let the customer know that by replacing the shears this will correct the problem. The customer said ok and ended the call.